Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. The device was received opened without any packaging or label. Upon visual inspection of the returned complaint device it was revealed that the cannula sleeve had been fractured at the tip. The results of the visual inspection determined that the reported event was confirmed. The most likely root cause is excessive force applied to the cannula during clinical use. The reported event will continue to be monitored through post-market surveillance. The instructions for use state: - "become familiar with specific model of trocar and cannula prior to employing it in a surgical procedure to avoid damage to patient, to operator or to instrument." - "careful handling of instruments is necessary to avoid damage or breakage." - "inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery." - "do not use excessive force."

Event description:
It was reported that the endoscopic trocar broke off inside patient. The piece was removed by doctor; the initial reporter was unsure how it was removed. There was no medical intervention reported, and the procedure was completed successfully. The case was delayed by 15 minutes.